Event description:
In 2009, the lay-user/pt contacted lifescan alleging that the onetouch ultra2 meter is giving inaccurate high readings compared to feelings/normal reading. Eight days later, this medical affairs specialist contacted the pt to clarify info obtained during the initial phone call. The pt tests his blood glucose on average 3 times per week and controls his diabetes with glipizide and avandia. The pt works the night shift and sleeps during the day. He usually wakes up at 4pm to go to work at 6pm. On the day prior to original date at around 6:30pm, the pt reportedly developed symptoms of lightheaded and dizzy, which can be suggestive of hypoglycemia. Reportedly, the pt promptly tested at "123 mg/dl" on the subject meter. The pt indicated that he did not think that he was hypoglycemic at the time since the subject meter indicated he had normal blood glucose. The patient thought the symptoms were due to a blood pressure issue and does not bother to administer self-treatment with food. The pt was driven to an onsite emt center. Upon arrival at 7pm , the healthcare provider tested the pt at "56 mg/dl" with the emt meter and provided the pt with food/beverage. At 8pm , the pt took additional food/beverage as treatment. The pt indicated that he had known his blood glucose was low at 6:30pm, he would have administered self-treatment with food/beverages and prevented obtaining medical intervention from the onsite emt center. The pt diabetes medication had not been changed immediately prior to or after the alleged medical intervention. During troubleshooting, the customer care advocate verified that the testing technique was correct, the puncture area was cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. The complaint is being reported because the pt claimed she received medical intervention for a blood glucose reading of "56 mg/dl" 30 mins after the reported issue began. There may have been delay in treatment since the pt did not take any action immediately after obtaining an alleged inaccurate high reading of "123 mg/dl." Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) had requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.